Event description:
Defective philips eagle eye platinum rx digital ivus catheter. Ref# 85900p. The product was slightly kinked, not allowing advancement. Second product by the same name used and advanced smoothly.